Manufacturer narrative:
A ge rep evaluated the system and determined the image intensifier tube needs to be replaced. Customer has not yet given permission to repair. (B) (4)

Event description:
Customer reported the monitor is not displaying images. No pt injury was reported.